Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics leaked on 10 occasions during use. The following information was provided by the initial reporter: on (B)(6) 2020, the department found a leak in the side of the syringe (past stopper). The sample has been taken and sent back to quality inspection department.

Manufacturer narrative:
The following fields were updated due to additional information: concomitant medical products: device available for eval yes, concomitant medical products: returned to manufacturer on: 2020-09-17. Investigation summary one sample was received by our quality team for evaluation. From the sample, a crack line on the syringe barrel was observed. The sample was subjected to the leak test which showed that fluid was unable to fully withdrawn into the barrel and there was a leak at the crack area. The barrel of the sample was also observed to bend. Therefore the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. This product probably cracked during the transition to the outfeed dial process. This likely happened at the syringe assembly process, where there is a rotary needle assembly dial and outfeed dial. During the rotation, the printed barrel likely slipped and tilted from the slot pocket which caused the crack on the syringe barrel body. The probable root cause of this non-conformance could be the the stacking of printed barrels which could cause the bended barrel and resulted in failing to be inserted into the slot pocket. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics leaked on 10 occasions during use. The following information was provided by the initial reporter: on (B)(6) 2020, the department found a leak in the side of the syringe(past stopper). The sample has been taken and sent back to quality inspection department.